Event description:
It was reported that during a pre-delivery inspection of the cardiosave intra-aortic balloon pump (iabp) by a getinge service engineer, the drive manifold vacuum leak test failed several times. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the unit and was able to reproduce the failure several times. The stm replaced the drive manifold assembly to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during a pre-delivery inspection of the cardiosave intra-aortic balloon pump (iabp) by a getinge service engineer, the drive manifold vacuum leak test failed several times. There was no patient involvement and no adverse event was reported.